Event description:
Initial sodium result of 70 meq/l and potassium result of 2.0 meq/l. Same sample repeated 2 more times gave results of 75 meq/l and 82 meq/l for sodium and 2.1 meq/l and 2.4 meq/l for potassium. The same sample was repeated again in 4/07 with the following results: 137 meq/l for sodium and 4.2 meq/l for potassium. Initial results were not reported. The field service rep determined there was an electronic failure. The instrument was repaired.